Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2010, an aortic valve replacement was performed and this 21 mm trifecta valve was implanted. On (B)(6) 2010, the patient experienced atrial fibrillation due to the implant procedure. On (B)(6) 2010, the patient was treated with anti-arrhythmic medication. On (B)(6) 2010, event resolved with sequelae: intermittent atrial fibrillation. Per report, the atrial fibrillation was not related to the valve itself, but possibly related to the implant procedure. On (B)(6) 2011, the patient was hospitalized for recurrent atrial fibrillation. On (B)(6) 2011, the patient was treated with cardioversion and cardarx infusion. On (B)(6) 2011, the patient was discharged. (Clinical study patient ID: (B)(6)).